Event description:
A home patient (hp) contacted baxter's technical service center reported that she did not close the clamp during disconnection while in therapy on the home choice (hc). The hp also revealed she disconnected herself from the machine and she did not close the clamps. The tsr instructed the hp to end therapy and start over with new supplies due to leaving the clamps open when she disconnected herself. The tsr offered assistance to help end therapy and the hp said she could do it. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding not closing the clamp during disconnection. The hp stated she started over with new supplies and resumed therapy. The hp did not follow up with her peritoneal dialysis nurse (pdrn). Ps asked the hp if she is aware of the correct disconnect procedures and she stated yes. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for use error-failed to follow therapy steps is confirmed due to the use error described by the home patient, who disconnected from the disposable set without closing the patient line clamp. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.